Event description:
It was reported that a patient's body had rejected the implantable neurostimulator (ins). The area was red, swollen, and painful to the touch. It was also stated that the patient experienced "acute pain". This happened following implantation. The patient had their system in for 6 months before it was removed in (B)(6) 2011. The doctor wanted to do a revision to the front, but the patient declined. The therapy did not help the patient and she chose to have the whole system removed. It was noted that the stimulation would cause the patient's back to "tense up" and it caused her pain. No further information about the event was reported.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient. (B)(4).